Event description:
It was reported that through a direct call from the customer to the emergency support program that the cardiosave iabp unit displayed gas loss alarm and the unit was on standby for 10 mins. After the troubleshooting was completed as instructed by the esp team, the unit alarmed gas gain alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
The customer stated there was a gas loss alarm and unit was on standby for 10 minutes. Troubleshooting was performed and also verified that the helium tubing had no blood or discoloration. Pressed the iab fill key for 2-3 seconds, press start and check the helium tubing again. The pump resumed without issue. During discussion with esp team, the pump alarmed gas gain. Troubleshooting was performed again and checked all the connections on the helium tubing to ensure they were connected. The pump alarmed gas loss again, and the issue was resolved. The augmentation was decreased by level by 2. It was informed that if the pump alarmed gas loss or gas gain again, pump needs to be exchanged.